Event description:
It was reported that the patient began cycling device after 4-6 weeks and it slowly stopped filling. An inflatable penile prosthesis (ipp) replacement surgery was performed to address the problem. Upon explant, the device was filled with saline solution and a hole found in one of the cylinders was identified as the cause of the fluid leak. There was no patient complications and after surgery the patient is recovering.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the tear identified in the cylinder is consistent with sharp instrument attributable to handling of the device most likely during implantation and could affect the functionality of the device. The product analysis confirmed a device issue. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, and microscopically examined. A tear was identified in the outer tube of cylinder 1 in the cylinder body. The damage is consistent with a sharp instrument that likely occurred during implantation of the device. The ams700 momentary squeeze (ms) pump was visually and functionally tested; no visual damages were found upon inspection and the pump passed all functional testing performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient began cycling device after 4-6 weeks and it slowly stopped filling. An inflatable penile prosthesis (ipp) replacement surgery was performed to address the problem. Upon explant, the device was filled with saline solution and a hole found in one of the cylinders was identified as the cause of the fluid leak. There was no patient complications and after surgery the patient is recovering.